Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a standard follow-up, the subject pacemaker underwent an unexpected reset. Upon interrogation, the following message appeared: 'the implant is in standby mode. Interrogation is interrupted. Do you want to reset the implant (it will take a few minutes)'. The user pressed ok and after the reset, all the parameters needed to be reprogrammed.